Event description:
Broken t2 recon nail, 10 weeks post op. Broken at distal lag screw and the most distal 5.0mm locking screw. No callus formation.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The implants were not returned for investigation; an inspection of them was not possible, therefore the root cause could not be determined. Furthermore the breakage of the nail could not be confirmed by the provided x-rays. No deviations were found during review of the manufacturing and inspection documents (DHR) for the nail; the DHR for the screw could not be reviewed due to missing lot code. The customer reported a non-union and soft bone. Furthermore the patient did load the implants with full weight. Bone diseases and full weight bearing can lead to implant failures and are therefore listed as adverse effects in the IFU. Intra-operatively implant damages cannot be excluded (also listed). Most likely the nail and screw broke due to an overload by the patient. Because no issues were found in the DHR a manufacturing related issue can be excluded. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place. Device was not returned.

Event description:
Broken t2 recon nail, 10 weeks post op. Broken at distal lag screw and the most distal 5.0mm locking screw. No callus formation.